Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube and tube lip and window, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose reached a high of 600 mg/dl. Customer also reported their blood glucose was fluctuating. The customer stated their blood glucose had declined to 40 mg/dl during the night. The customer had treated for their low blood glucose. The customer's blood glucose was 121 mg/dl at the time of the call. Troubleshooting found the customer's insulin pump was functioning as designed. It was also found the customer had a no delivery alarm on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.